Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on and display the verify screen appropriately. The pump display screen was found to be fully illuminated and clear. The pump was opened and no defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen had gone blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.